Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: not explanted as of this report, issue with rupture . (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with unknown saline breast implants which patient reported that she notice about a month ago around (B)(6) 2019 that her both breast were dimpling, they look abnormal in shape and did not feel good, she believes they are rupture but doctor office was closed today, she will follow up with them next week. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.